Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. PMA/510(k)- unknown due to unknown product code and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code and lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 6fr glidesheath radial access sheath avulsed. Blood loss was less than 250cc. Additional information was received 29 nov 2019. The procedure being performed was a percutaneous coronary intervention and was completed. Upon removal of the guide catheter and wire, the sheath avulsed. The patient was in severe pain; hemodynamically stable.

Event description:
Additional information was received on(B)(6)2020 . The event could be described as prolapsed. It was most likely that the radial artery folded back on itself when the sheath and guide catheter bent/kinked. It is impossible for this to have happened before removal of the guide as they completed both the diagnostic coronary angiography, right coronary artery (rca), percutaneous coronary intervention (pci), and left circumflex (lca), fractional flow reserve (ffr). They also find it implausible that it bent back and traveled antegrade in a different vessel. The make and model of the guiding catheter used was a s 6-fr ebu 3.5 medtronic launcher. The radial artery remained thrombosed. Other than pain / tenderness for a few weeks after the cath, the hand and digits remained without neurovascular compromise with good brachial and ulner flow.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5, b6, d11, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.